Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented for routine follow-up in clinic, the device was showing being in magnet reversion mode. There were no magnets near the patient device. Programming changes were made which returned the device to normal function. The patient was stable.